Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Product disposition is unknown.

Event description:
It was reported by claimants attorney, that allegedly she sustained injuries related to a surgical procedure that she underwent on or about (B)(6) 2013 for the repair of a displaced left subtrochanteric femur fracture. X-rays taken on (B)(6) 2015 allegedly revealed that the gamma nail had broken , which resulted in a revision surgery on or about (B)(6) 2015. At the time the gamma nail was removed and replaced with a 10-hole synthesis angled blade plate. Claimant resides in (B)(6).